Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd preset¿ arterial blood collection syringe was broken. This was discovered during use. The following information was provided by the initial reporter: during use, the customer found the abg broken. No adverse conditions were caused.